Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015 and the patient was reimplanted with another device during the same procedure. This report is filed march 5th, 2015.

Event description:
Per the clinic, the patient experienced intermittencies with device use. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.